Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Explant date provided is an approximate since exact date was not given.

Event description:
It was reported that this pacemaker had reverted to safety mode. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and replaced. No additional adverse patient effects were reported.